Event description:
Hospital had an issue were a patient was in surgery and the string became detached from the pattie. They could not immediately find the pattie and brought in a c-arm to locate the device. They were not able to locate the product and was unsure if it was the product or x-ray. They then decided to bring in two more patties by strategically placing them in the patient. An x-ray did not detect them either. The initial pattie was found on the floor, therefore, although there was no patient incident, the surgeon is concerned that this could create a potential problem in the future.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.